Manufacturer narrative:
Analysis summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The reminder portion of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: scratches on the blade may lead to premature blade failure.

Event description:
It was reported that during a reflux surgery procedure, the instrument stopped working after about 5 minutes. The generator indicated an instrument fault. There was no patient consequence.